Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Initial reporter phone #: phone: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's eye in a secondary surgical procedure because of decreased visual acuity and residual astigmatism. The incision was not enlarged, no vitrectomy or sutures were required. The replacement lens used was a zct150, 21.5 diopter. The patient was doing fine at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/60+2 (with glasses). Visual acuity post-op (post-initial implant): 20/50-2. Visual acuity post-op (post-replacement): 20/80-2. No other information provided.